Event description:
The customer initially called for assistance in setting the basal rate. The customer then stated that her blood glucose reading was 52 mg/dl, and then it dropped to 50 mg/dl. Troubleshooting revealed that the customer just had surgery and was taking a muscle relaxant. It was also stated that the customer changed her infusion set after taking the muscle relaxant, and she gave herself a prime of 7.5 units. The paramedics were called to the customer's home to treat her low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.